Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection of both products noted the timing was disengaged. Add itionally, the trigger of both instruments were jammed. A functional evaluation found that the triggers of both instruments were actuated after disassembling the body from the tube. Tacks were jammed in the tubes of both instruments and did not deploy due to the timing disruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wound repair, when tacking the mesh to the pubic bone, both of the tackers were not able to tack the mesh. They ended up just suturing the mesh to the bone.